Event description:
A patient sample containing nucleated red blood cells (nrbc) was not flagged for nrbcs when run on the advia 120 with autosampler. The discordant nrbc result was reported to the physician. A new sample was obtained and repeated on the same instrument. A corrected report was issued to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely decreased nrbc result.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Investigated the cause of the event and determined that it was due to user error. Although the original and repeat sample did not flag for nucleated red blood cells (nrbcs), there were other flags that the advia 120 with autosampler did produce. The user released flagged results without reviewing them first. The customer failed to follow operator guide instructions, which state "whenever such flags are triggered, the user should review the results and take the action recommended." The instrument is performing according to specifications. No further evaluation of this device is required.